Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the device failed the defibrillator test. There was no patient involvement reported. The fse evaluated the device onsite and was unable to reproduce the reported problem. The device passed all functional testing, and no repair activity was deemed necessary. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue could not be replicated. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.